Manufacturer narrative:
Our investigation into the reported event is in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure they were having issues with the suction button to their defendo single use valve kit resulting in a loss of specimens. Report of procedure delay. No report of injury.

Manufacturer narrative:
The device subject of the reported event was not returned for evaluation. Without the returned device, a root cause cannot be determined. The instructions for use for the defendo single use valves with the fujifilm 700 series gi endoscopes states "always wear gloves and other appropriate personal protective equipment while handling, such as gown and face mask. Attach the single use air/water valve to the endoscope's air/water port. Push down, twisting slightly back and forth, until the valve engages. Prior to the procedure, depress single use air/water valve to prime air/water channel. Attach the single use suction valve to the endoscope's suction port. Push down, twisting slightly back and forth, until the valve engages. Prior to the procedure, turn on suction source and check suction by depressing the single use suction valve." The device history record was reviewed and confirmed the lot was manufactured to specifications; no abnormalities were noted. A three-year complaint review confirmed the reported event to be isolated. No additional issues have been reported.